Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had been experiencing weakness, dizziness, syncope and loss of consciousness. The patient was taken to the emergency room and had no pulse. Resuscitation efforts were performed and l oss of output was noted on the pulse generator. An external pacemaker was applied and capture was noted. The patient did not respond and deceased.

Manufacturer narrative:
Analysis was normal.